Event description:
It was reported that the customer experienced an elevated blood glucose (bg) value of 450 mg/dl and a ketone level of 2.8. The customer required a visit to the emergency room however, the customer declined to provide additional information.